Event description:
The practice completed a product return form and stated that the pt had an "adverse reaction." On (B)(6) 2012 the qc supervisor contacted the practice and was able to speak with dr. (B)(6). Dr. (B)(6) described his fitting of the contact lenses with the pt. The pt was uncomfortable during fitting, he started with medium, and replaced with a flat skirt. A corneal ulcer was observed after two weeks of fitting. The corneal showed signs of thinning. Corneal staining was also observed. The issues appeared to clear within 2 days.

Manufacturer narrative:
The lenses have been returned to the company. The base curve, and power were found to be within specification of the labeled part number.